Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving bupivacaine (na mg/ml at na mg/day), unknown baclofen (na mcg/ml at na mcg/day), and clonidine (na mcg/ml at na mcg/day) via an implantable pump for non-malignant pain. It was reported that patient was admitted to the emergency room (ER) yesterday. The hospital doesn't know anything about the pump and would like someone to come interrogate the pump. Caller stated that the patients had multiple back surgeries and was having pain in both legs and they are giving her pain medication intra venous (IV) but was not lasting very long. Caller thought that the pump was not working as patient was in pain. The doctor was transfer to the company representative to come and have the pump check.